Event description:
It was reported that during a shoulder arthroscopy, the pump increased to 200mmhg without using the controls. The patient's shoulder was over inflated and mottled. No further patient intervention reported.